Event description:
A hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a hydrothermal ablation procedure in 2007. (Patient age and weight unknown). According to the complainant, during the procedure, they received three alarms. The first alarm went off during heat up (loss alarm /15cc loss). The second alarm sounded at 5 minutes into the ablation, (loss alarm/1 cc). The third alarm sounded at 5 minutes and 45 seconds (alarm loss/ 45 cc loss). (Fluid loss not noticed until the last alarm). The patient did have a fibroid, but a good seal did occur using the tenaculum stabilizer and a vaginal speculum. After the last alarm upon removing the sheath once the saline had cooled down, they noticed that the raytecs (sponges) were soaked. A second-degree burn was noticed on the face of the cervix about the size of a dime, sylvadine cream was applied. They aborted the case after the third alarm. The patient's condition was reported as "ok."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.